Event description:
It was reported that the user experienced hypoglycemia while asleep with a documented blood glucose of 52 mg/dl on the ilet and subsequently treated with oral glucose, after which glucose rose to 149 mg/dl; the cause of the low was unclear and a full supply change was performed. Symptoms included low blood glucose. Outcomes included recovery following oral carbohydrate treatment and user education. Investigation included troubleshooting with the user and guidance on a full supply change. Investigation of this case revealed no specific device malfunction identified based on user report and resolution through consumable replacement and education. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.